Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be myocardial infarction. The patient was hospitalized prior to death for an unrelated event. However, pd therapy was ongoing at the time the patient passed; however, it was unknown what type of pd therapy. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable and no leaks were observed. The device passed all seal, purge and integrity testing. A short simulated therapy was performed with no issues notes. No failure or malfunction or iipv event was identified that could have caused or contributed to the death. The cause of the reported event could not be determined. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.